Manufacturer narrative:
Recall: 1627487-07262012-001-c, 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2013-06582. It was reported, the patient is having some pocket heating while charging. The patient reported that sometimes the heating sensation would get painful and he would have to stop charging his ipg. A new charging system was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.